Event description:
After using this contact lenses, I found that the contact lenses I purchased were different from the ones I bought before at offline shop. There was no information about the manufacturer and distributor, no description of product specifications, models, materials and water content, no FDA qr code label, and when I put them on this time, I felt really uncomfortable and that made my eyes pain. I looked at the instructions and had no idea what information was being described, no precautions, no contraindications. I seriously doubt that the product I have bought this time is irregular , and I am very worried about the potential damage it will cause in the future. According to the logo of FDA, iso13485, gmp and ce printed on this product box, I decided to complain to FDA about this problem. At the same time, I hope that the distributor can give me a reasonable explanation and promise that the distributor will take responsibility if my eyes appear diseased. According to the logo of FDA, iso13485, gmp and ce printed on this product box, I decided to complain to FDA about this problem. At the same time, I hope that the distributor can give me a reasonable explanation and promise that the distributor will take responsibility if my eyes appear diseased.